Event description:
The customer reported 14 false positive results on the alinity m instrument. The customer reported that they were receiving "wobbly curves" on the assay processing unit (apu) #2 on the alinity m instrument. The customer stated that the errors are only occurring with the sars cov-2 assay on apu2. The customer reported that sample ids (sids) (B)(6) resulted as a very high positive at around a 38 cycle number (cn) on (B)(6) 2022. The samples were retested for antigens, and the results were negative. Additionally, when re-tested on the same alinity, both patient samples resulted as negative. The customer reported additional false positive results: results tested on (B)(6) 2022: sid (B)(6) cycle threshold (CT) = 35.25, (B)(6) (tested twice) CT = 37.80, (B)(6) CT = 34.99, (B)(6) CT = 40.02. Results tested on (B)(6) 2022: (B)(6) CT = 39.64, (B)(6) CT = 38.12, (B)(6) CT = 37.33, (B)(6) CT = 37.76, (B)(6) CT = 15.97. Results tested on (B)(6) 2022 that repeated as not detected /negative on the cepheid genexpert: (B)(6) CT =38.10, (B)(6) CT = 38.10, (B)(6) CT = 39.29, (B)(6) CT = 37.46. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540 was performed as expected and met the assay specification requirements. The potential for environmental contamination cannot be ruled out for this incident. No abnormal curves were identified for the reported sample ids. The sensitivity for sars-cov-2 assays varies between platforms and pcr tests have different sensitivity when comparing to antigen tests. Therefore, the results may not be reproducible. A product deficiency was not identified by this evaluation. Quality data review. Device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540 was not identified.